Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to fluid loss from the device. The source of the fluid loss could not be identified; therefore, all the components were removed and replaced. There were no patient complications reported.